Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428088. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on october 29, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This one of two products used during the same procedure on the same patient, which is associated with MFR reports # 1058196-2011-00131 and 1058196-2011-00132. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm embolization procedure the enterprise delivery wire was impeded inside of the obstructed prowler select plus microcatheter. The admitting diagnosis was mra, and this was the first time the aneurysm was treated. The target site was a2. A dedicated and constant saline source was utilized at all times with the microcatheter. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, and there was no resistance/friction. The microcatheter distal tip was not re-shaped. A jailed technique was used during the procedure. A balloon remodeling was not utilized during the procedure. Medication given consisted of 150mg aspirin, 75mg plavix and 1000u=units of heparin during the procedure. No act values were reported. During the embolization procedure, the enterprise system was stuck in the prowler select plus (mc) microcatheter. After the event, the microcatheter and enterprise were removed as a unit. There was no report of injury for the patient. The products were not returned for analysis. (B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428088. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on (B)(4), 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the products available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the devices and the events based on the information available. However, there are possible procedural details, specifically the unknown degree of anticoagulation that may have contributed to the event. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2011-00131 & 1058196-2011-00132.

Event description:
During the embolization procedure, the enterprise system was stuck in the prowler select plus (mc) microcatheter. Both products will be returned for analysis, and there was no adverse event reported. After the event, the microcatheter and enterprise were removed as a unit. A dedicated and constant saline source was utilized at all times with the microcatheter. Prior to advancing the enterprise system, the microcatheter was not placed at an acute angle, and there was no resistance/friction. The microcatheter distal tip was not re-shaped. A jailed technique was used during the procedure. A balloon remodeling was not utilized during the procedure. Medication given consisted of 150mg aspirin, 75mg plavix and 1000u=units of heparin during the procedure. The admitting diagnosis was mra, and this was the first time the aneurysm was treated. The target site was (B)(6). No other damages were noticed on the devices. The current patient condition is good, and no further information was available.